Manufacturer narrative:
Concomitant product: product ID 8709, lot# l59231,implanted: (B)(6) 1999, product type catheter. (B)(40.

Event description:
It was reported that a critical alarm was heard and also confirmed by telemetry. The alarm was due to zero ml reservoir volume reached. The current concentrations in pump tubing and catheter was 2000 mcg/ml and pt was on a dose of 99 mcg/day. It was suggested removing system contents procedure or run pump at min rate mode. Caller was going to follow up with healthcare provider (hcp) if delivering the old drug would be ok for the pt at 96 mcg/day. Caller states drug was expired because pt moved to nursing home and no one knew she had a pump. It was indicated in the logs that the pump went empty on (B)(6) 2013. It was reported that the patient had no symptom change as of the day of the report. It was later reported that the was no issue,caller needed some clarification with pump calculation. It was also reported patient was doing well as of the date of the report. The pump was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.